Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the severely calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, via ultrasound a clear portion of the vessel was used for puncture. After deploying the plunger, a cuff miss [suture retrieval issue] was noticed. A second device was also placed well with good bleed back upsizing to 7f, yet, when the plunger was deployed, the suture came out with a loose knot. A third proglide device was attempted with ultrasound and a cuff miss [suture retrieval issue] was noticed. Proglide use was abandoned and the patient was sent to surgery to complete the procedure and receive surgical suturing for closure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.